Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial left tha in (B)(6) 2010. No intraoperative complications noted. Clinical notes from (B)(6) 2016 suggest that patient was experiencing pain since initial surgery. MRI suggests replacement. Pseudotumor, swollen cupula, difficulty getting up from chair and putting shoes on and also osteolysis established in 2014. Patient had a revision in (B)(6) 2016. During the revision there was pseudotumor and necrotic debris inside of a bulge which was excised. A new cup and head were implanted, the stem remained implanted. No intraoperative complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: selex/magnum mod hd 40mm -6, item: s061140, lot: 381150. Taperloc microp fmrl 5.0mm. Item: 14-103200. Lot: 604300. G2: foreign ¿ canada. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 6 years post-implantation due to pain, swelling, pseudotumor, and difficulties with adls. During the procedure, necrotic debris was noted. The cup and head were exchanged without complications. It was confirmed that no further information could be provided.